Manufacturer narrative:
A boston scientific technical services consultant discussed the reported clinical observations with the caller. The device was programmed to electrocautery protection mode and continuous monitoring or a patient lifevest was recommended until a revision procedure can be performed. The source of the reported clinical observations was not confirmed and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise which was oversensed resulting in nine inappropriate shocks and pacing inhibition for a minimum of six seconds. A fracture of the competitive right ventricular (rv) lead is suspected. No adverse patient effects were reported.